Event description:
The pt received his scs system including a surgical lead, on (B)(6) 2009. It was reported that the pt was experiencing intermittent stimulation. He stated that his stimulation is dependent on his position. He reported that he did not currently feel stimulation, and he has to move around to attempt to regain stimulation. He claimed he fell about two month ago, but he did not have an issue until now. The physician plans to conduct an x-ray of the pt's system. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm differs to the pt¿s physician regarding medical history.